Event description:
As reported through our edwards japanese affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) in the native aortic position, a left ventricular perforation occurred. Subsequently, the patient passed away post tavr procedure. As reported, after the safari guidewire was placed in the left ventricular, the commander delivery system was inserted without any resistance to the ascending aorta. During crossing of the delivery system into the aortic valve, the patient's blood pressure dropped, and pericardial effusion was observed. Cardiac massage was applied and the percutaneous cardio pulmonary support (pcps) was initiated. After thoracotomy, the bleeding site of the left ventricular perforation was confirmed, and a hemostat was placed to control the bleeding. A decision was made not to implant the sapien 3 valve and the commander delivery system was removed. The left ventricular pressure dropped, and an intra-aortic balloon pump (iabp) was placed, and the patient's chest was closed. The patient was transferred for post management care. The patient passed away due to a left ventricular perforation. Per the medical opinion, an attempt was to proceed with the tavi procedure while checking the guide wire position. The safari guidewire seemed to advance deep into the apex of the heart when inserting the safari guidewire with the delivery system through the aortic valve. It is thought to have advanced deep into the apex of the heart. It is also believed that the patient was vulnerable due to oral steroids. Per report, upon insertion of straight wire and safari guidewire, there was no pericardial effusion observed. This is an 87-year-old female with a small left ventricular cavity and is on oral steroids.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient conditions (oral steroids) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The valve remains implanted in the patient.